Manufacturer narrative:
A field service engineer (fse) inspected the device onsite and confirmed the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source main lamp does not ignite, but spare does work. The issue occurred during the customers' general routine inspection. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It is presumed a faulty converter in the power supply led to the malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No physical device was returned to olympus repair center for evaluation. However, the device was inspected onsite by an olympus field service engineer (fse). Based on the results of the investigation, estimate result was not received, and no further information could not be obtained. The root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.